Event description:
On event date, pt to or for repair of abdominal aortic aneurysm graft. Seven years after aortic graft implanted, body of graft leaked forming an aneurysm. Questionable bleeding dyathesis from leutemin.